Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an error 4 issue with the subject meter. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (07/03/2013)-device evaluation: the meter and test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/27/2013 and 6/13/2013, respectively, with the following findings: although the error was not reproduced, the meter failed testing. The test strips produced an 'error 4' message in response to control solution and also failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.